Event description:
It was reported that during preventative maintenance of the device, atrial sensing was not functioning. There was no patient involvement. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.